Event description:
The lead was returned.

Event description:
Boston scientific received information that two months after this right ventricular (rv) lead was implanted, the lead presented with loss of capture due to high pacing thresholds and oversensing of noise on the ventricular channel that resulted in the delivery of inappropriate shocks. A lead revision was performed and this rv lead was successfully replaced and will be returned for laboratory analysis. All measurements were normal with the replacement lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted compressed coils present on the distal shocking coil, most likely induced during the explant procedure. There was blood infiltration noted in the helix housing. When the helix mechanism was tested, it was unable to extend or retract either due to the infiltration or the compression of the shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high thresholds, noise and oversensing. This lead was found to be electrically continuous.

Manufacturer narrative:
Once the rv lead has been returned and analyzed, this report will be updated.